Event description:
It was reported that during an implant procedure the setscrew on the implantable pulse generator (ipg) had to be replaced. A setscrew was used from a service kit and after insertion the grommet looked to be open. It was determined that the length of the setscrew in the service kit was longer than that in the device and that is why the grommet is not closing. The incision was closed before medical adhesive was applied and the physician had to reopen and apply the adhesive. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.